Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated and provided in b5 section of this report.

Event description:
This case is for the (B)(6), 2021 incident. Please see (B)(4) for the (B)(6), 2021 incident, (B)(4) for the (B)(6), 2021 incident, and (B)(4) for the (B)(6), 2021 incident. Customer reported going low and blacking out four times. First incident was on (B)(6), 2021. She called her spouse at 10am and blacked out. Her husband got home at 12:30pm and gave her glucose tablets and orange juice. He then called emergency medical service. Blood glucose was 61mg/dl. She was soaking wet and unconscious and had slumped in chair. On (B)(6), 2021, in the afternoon/early evening, they were watching tv and her husband said she was laughing at everything (she does not recall this). He gave her glucose tablets and juice to get her back conscious. She set the temporary basal for 24 hours at (B)(4) and woke up on (B)(6), 2021 with blood glucose of 47mg/dl. She updated temporary basal to (B)(4) and on the evening of (B)(6), 2021, she went low again. They got blood glucose up to 149mg/dl with pizza and soup. On morning of (B)(6), 2021, blood glucose was 47mg/dl and she took glucose tablets, fruit, breakfast, and a drink. Her husband said she was going to the hospital around 6pm. In the ambulance around 7pm, they gave her intravenous glucose and glucagon and blood glucose was 131mg/dl. When they got to the hospital, blood glucose was in the 60smg/dl. Hospital gave her orange juice and sandwich. Emergency medical technician had told her to suspend the pump. She was told to remove her pump completely on (B)(6), 2021. Customer said she has changed her diet and has not needed to bolus as much. Helpline advised that a change in diet can affect her insulin needs and her basal might be set too high with her diet changes. The insulin pump was used at the time of the incident. Sensor was not used. So, per customer, auto mode was not used.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. .

Event description:
Troubleshooting was successfully completed; customer to discontinue use of device. Return is expected of device and set/reservoir.

Manufacturer narrative:
Retainer ring = clear customer returned pump for an alleged possible over delivery, ems dispatched, visit to emergency room and was hospitalized for low bgs found on (B)(6) 2021. Also for related cases/svn#s for the same issue as listed: case-(B)(4) svn#: (B)(6) event date (B)(6) 2021, case-(B)(4) svn#: (B)(6) - event date (B)(6) 2021 and case-(B)(4) svn#: (B)(6) event date (B)(6) 2021. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2021, there was no bolus recorded dailytotalofbolusinsulindelivered = 0 and no unexpected alarms/suspends noted. In further full review of the pump history/traces on the event date of (B)(6) 2021, there was no bolus recorded dailytotalofbolusinsulindelivered = 0 and no unexpected alarms/suspends noted. In further full review of the pump history/traces on the event date of (B)(6) 2021, there is no unexpected alarms/suspends and found bolus wizard delivery of dailytotalofbolusinsulindelivered = 0.2 u. (B)(6) 2021 15:41:20.000 normalbolusdelivered normalbolusamountprogrammed = 0.2 bolusamountdelivered = 0.2 in further full review of the pump history/traces on the event date of (B)(6) 2021, low battery alert and insert battery alarm was noted. However, there was no bolus recorded dailytotalofbolusinsulindelivered = 0 noted. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted during the testing no power error 25, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date of (B)(6) 2021. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 11:27:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 13:14:20.000 earliest power data available per the power management tool/detail trace file is on (B)(6) 2022 10:31:00 pm. There was no power data available for the event date of (B)(6) 2021. Unable to check power data for low battery alert. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.1 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a scratched case and a cracked case behind the pump near the battery tube compartment. A cracked retainer was confirmed. The pump passed all the required testing. Unable to verify customer alleged for low bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible over delivery was not confirmed. Analysis identified product meets specification? Yes (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had hospitalized due to low blood glucose levels on (B)(6) 2021. Customer woke up with 40 mg/dl and hospitalized. Blood glucose was 61 mg/dl and got up to 140 mg/dl and gave her whole tube of glucose. Customer treated low glucose with juice, pizza and soup. Customer was soaking in wet and blood glucose was 149 mg/dl and the next day morning blood glucose was 47 mg/dl and given glucose tablets and fruits. Blood glucose was low in the ambulance, gave glucagon shot and got up to 131 mg/dl and blood glucose was again down in the hospital 60 mg/dl. The current blood glucose level was 91 mg/dl. Customer had been using insulin pump within 48 hours of reported. The auto mode feature was not active at the time of incident. Customer alleged insulin pump was over delivering and customer was performed displacement verification test and it was passed. The insulin pump will be returned for analysis.